Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported experiencing an occlusion error (e4) on his infusion device one day prior. He removed the infusion site and found that the cannula was bent. He inserted a new infusion site and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.